Event description:
It was reported that there was a small cut on the zimmer air dermatome ii hose when delivered and opened. The device was not used and there was no report of pt harm or injury.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.